Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient (gender unknown), the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The onestep electrodes (lot # 0925j) were not returned to zoll medical corporation for evaluation and no device logs or photographs were provided. The customer reported that the patient death was unrelated to the lack of ECG signal from the onestep electrodes. No shocks were delivered during the event and the electrode pads were placed during the event which appeared to resolve the issue. A device history record (DHR) review showed no discrepancies with the lot in question. All in process and pre-evaluation testing performed on retained sample passed. No trend is associated with reports of this type.